Event description:
Caller states, the pt tested 1.9 inr on the coaguchek s system and 2.5 inr on the coaguchek xs system during duplicate testing. Coumadin was adjusted based on the coaguchek s result. No adverse event reported. Requested return of supsect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in the coaguchek xs system. Reference medwatch with a1 pt for suspect device in the coaguchek s system.